Manufacturer narrative:
The reagent investigation determined that no product issue was identified, and the reagent kit is working as intended. A mutation is likely present under our primers and probes, causing an under-quantification.

Manufacturer narrative:
The serial number of the cobas (B)(6). Investigation is ongoing.

Event description:
There was an allegation of questionable results for a single patient using the cobas® hbv quantitative nucleic acid test for use on the cobas® 5800/6800/8800 systems. On (B)(6)2024, the alleged sample was tested on a competitor's assay (sansure platform), generating a positive result of 1.39e+4 iu/ml and 8.8e+3iu/ml, respectively. On (B)(6) 2024, the same sample was repeated three times on the cobas 6800 system, generating a target not detected (negative) result each time. According to the sequencing results provided by the customer, sansure showed that it was hbv c subtype. On (B)(6) 2024, the sample was tested on another platform (hbv dna quantitative detection by daan gene) which was negative. As the only positive results were generated with the sansure assay, the customer combined the patient's clinical presentation, serological results, and the hbv dna test results from multiple manufacturers and released the sample as negative.